Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized (date not provided) for a scheduled toe amputation due to diabetic complications (specifics not provided). While recovering at the hospital, the patient reportedly underwent abdominal surgery for a bowel obstruction and hernia (present prior to beginning pd) repair. Following surgery, the patient became critically ill and required transfer to the intensive care unit (ICU). Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records) have thus far proven unsuccessful.